Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for severed cable was physical abuse. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing gong alerts.